Event description:
A remstar auto a-flex device was returned to a third-party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of foam particles or degradation inside the blower kit. Additionally, the device had dust/dirt contamination and displayed error code e007 (err_software), e040 (err_nvram), and e053 (err_comp_log_sem_timeout). The device was scrapped by the service center after the evaluation was completed.